Event description:
It was reported that there was difficulty filling the pump reservoir on (B)(6) 2012, and the patient experienced withdrawal on (B)(6) 2012. The healthcare provider was able to aspirate the reservoir, but unable to fill it. Reporter stated that tubing was patent, and the pump was not moving around in the pocket. The expected residual amount (2.6ml) aspirated was accurate; however the medication that was aspirated was noted to be blood-tinged. Following aspiration, the healthcare provider was unable to fill the pump reservoir with medication on (B)(6) 2012. The plan was to make arrangements for patient to take oral medication until pump could be filled. It was later reported on (B)(6) 2012 that the patient presented to the hospital with withdrawal symptoms. The patient was given oral medication to suffice through the night but the next day the patient did "pretty poorly" and was sent to the hospital due to withdrawal symptoms. At the hospital, a morphine drip was administered and the patient was sent home with a duralgesic patch. It was unclear if the patient was admitted to the hospital overnight, or if only seen in the emergency department. The healthcare provider was able to fill the pump then on (B)(6) 2012. The medication in the pump was morphine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was unknown. It was confirmed that they were unable to fill the reservoir but it was indicated that possibly they had used "too much vacuum". It was noted that the pump had no medication in it and the patient, as previously reported had experienced withdrawal. It was still unknown if the patient was hospitalized as result of the event. It was indicated that the patient recovered without sequelae.

Event description:
Additional information received reported that the health care professional was able to successfully fill the pump. Per health care professional, he was instructed to use a smaller needle to try and open the valve because it could have collapsed. He used a smaller gauged needle and it worked perfectly. There were no further issues. The patient was fine and the fill was successful.

Manufacturer narrative:
Product ID 8703w, lot# l42930, implanted: 1997 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).